Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during an upper gastrointestinal (ugi) endoscopy procedure performed in the duodenum on (B)(6) 2015. According to the complainant, during the procedure, the needle did not extend at the intended anatomy after the device was passed down the scope. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; the needle was protruding out of the catheter.

Manufacturer narrative:
Investigation result of the needle coming out through the plastic catheter. Visual analysis of the returned injection gold probe¿ revealed that the distal section of the device was bent and the needle protruded out of the catheter which did not allow for the device to be actuated. Functional inspection was not performed due to the device condition. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.